Event description:
A customer stated that inconsistent reactivity was obtained with a patients samples on galileo neo (B)(4).

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. An immucor field service engineer performed the unexpected reactions checklist. Acceptable results were obtained. Type and screens were performed on twelve patient samples and the expected results were obtained. The unexpected reactivity appears to be a sample-related issue. The instrument is operating according to specifications.